Event description:
It was reported that patient experienced burn and pain on the bikini area following a hair reduction treatment using icon max r handpiece. Patient then reported visiting the ER and received debridement as medical intervention.

Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. Device was evaluated and found to be operating as intended within specification. Cynosure's clinical team investigated the event and confirmed user error was involved. Operator did not perform test spots prior to treatment. Labeling instructs: always perform test spots before treating, on each client and at every visit. Every person must have test spots performed prior to treatment to determine the appropriate treatment setting and to evaluate epidermal response. Operator claims to have used the skintel and provided a firm (6-10s) pressure during treatment. Per cynosure clinical: although the treatment provider used 80ms in this treatment and all previous treatments, 100ms is more appropriate for mi over 40. Patient also went on vacation the same week treatment was performed. Per clinical reference guide: those being treated should be advised to discontinue indoor and outdoor tanning at least four (4) weeks prior to treatment, during the treatment course, and four to six (4 to 6) weeks after treatment. Complimentary virtual training was dispatched to the site. Burns are expected side effects from laser treatments, however patient received medical intervention and therefore reportable.